Event description:
Clip would not deploy. Dr. Unable to push slider on device backwards. Was able to complete procedure with new device.

Manufacturer narrative:
The following elements have blank data: [street address: (line 2)] for type of device: marker, radiographic, implantable.

Event description:
Clip would not deploy. Dr. Unable to push slider on device backwards. Was able to complete procedure with new device.